Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, the device was found in backup vvi mode. The patient was from another country and the device was in backup vvi mode in the last follow-up in that country also. Patient refused to provide any more information. Physician recommended the patient to go for further testing. The patient was stable and seems not being depending of pacing.